Event description:
A hospital employee splashed cidex opa in their left eye. The individual was not wearing recommended eye protection at the time of the incident. The employee rinsed their eye with water and was later seen by an ophthalmologist.